Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 8/12/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-214761 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction/additional. MDR regulatory awareness date- correct awareness date is 7/20/2025. Remove 7/18/2025 from g8 mfg report no 3004753838-2025-214761. D9: device availability ¿ additional. H2: type of follow up- additional information/correction. G3: date received by mfg- correct date is 7/20/2025. Remove 7/18/2025 from g8 mfg report no 3004753838-2025-214761. H6: type of investigation - additional. H6: investigation findings ¿ additional. H6: investigation conclusion- additional.

Event description:
Subsequent to the initial MDR, a correction is required, and additional information is being added. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.